Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the single bipolar footpedal. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe generator had error for pedals. Technical support engineer (tse) verified m-12 and m-36 errors in logs and checked vsc foot pedals and made sure they were not being depressed and assisted with connecting the force triad to continue with procedure. Tse recommended caller disconnect the erbe foot pedals and power cycle the erbe and will call back after removing pedals and power cycling erbe. Field service engineer (fse) to follow up. The procedure was completed with no reported injury.

Manufacturer narrative:
The probable root cause of customer reported issues is attributed to defective foot pedal. This issue can be resolved by replacing the faulty foot pedal.

Event description:
Refer to h11 for follow-up information.